Event description:
On (B)(6), 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra meter is giving inaccurate high readings of ¿99, 93, and 184 mg/dl¿ compared to another meter with readings of ¿63 and 120 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. According to the patient, the inaccuracy began in (B)(6). On (B)(6), 2014 at 1:50 pm, the patient administered self treatment with food/drink and subsequently tested at ¿60s mg/dl¿ on another meter. There was no report of any symptoms that would suggest a serious injury. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to the unresolved inaccuracy issue. There was no evidence of a serious injury associated with the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.